Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had an error. It was indicated that a button had to be held down to power up the epg causing the error. It was also indicated that the keypad was out of specification electrically, the output connector assembly was broken, the battery drawer would stick, and the encoder switch assembly and knob were contaminated. The epg was repaired and returned to service. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had an error. The epg was returned for service. There was no patient involvement.